Manufacturer narrative:
An event regarding user misuse involving a triathlon ar skim cut guide was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The results of the investigation indicated that the surgical protocol was not followed. A review of the surgical protocol, (B)(4), indicated: ¿insert the anterior skim cut guide into the two anterior holes on the mis femoral alignment guide with the label ¿this side towards bone¿ appropriately positioned.¿

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the skim cut guide was assembled with the alignment guide in reverse. So, the surgeon cut the bone in reverse. Normally, the bone is cut 8mm, but in this time, the bone was cut 12~14mm.

Event description:
It was reported that the skim cut guide was assembled with the alignment guide in reverse.so,the surgeon cut the bone in reverse. Normally, the bone is cut 8mm, but in this time, the bone was cut 12~14mm.